Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic. Episodes of non-sustained ventricular oversensing were noted. Review of the episodes revealed oversensing on the ventricular channel, but could not be determined due to gain of the v sense amp. Egm was submitted for further investigation. Review of the egm showed possible myopotential oversensing. Noise replication and possible programming changes were suggested.